Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields are h6 investigation findings, investigation conclusion, component. Updated fields are b4, g3, g6, h2.

Event description:
N/a

Manufacturer narrative:
Corrected fields are b5 b7 d10 e1 event site telephone e3 and h6 component code. Updated fields are b4 g3 g6 h2 h6 type of investigation investigation findings investigation conclusion and h11. Dan reported that overnight ICU staff had placed the pump in semiauto mode using pressure triggering due to the patients pacemaker and asked whether pacer mode should be used. Esp personnel explained that auto mode is preferred and that failure to trigger via ECG in auto mode may occur due to poor ECG signal quality. Guidance was provided on improving ECG acquisition including replacing ECG electrodes applying a small amount of doppler gel and positioning electrodes closer to the cardiac silhouette. Dan later reported that the nurse had observed a leak in circuit alarm and sought confirmation of appropriate troubleshooting steps. Esp personnel reviewed standard actions including verifying absence of blood or discoloration in the helium tubing performing an iab fill restarting therapy and rechecking the tubing. Dan was advised to recontact esp if alarms recurred multiple times within an hour.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding ECG waveform issue and leak in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields ared10 concommitant, h6 component and medical device problem code. Updated fields are b4, g3, g6, h2.